Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6) compared to a coaguchek xs professional meter with (B)(6) serial number. At 12:30 pm the meter result was 4.6 inr. At 12:30 pm the result from the coaguchek xs professional meter (B)(6) was 2.4 inr. The test strip lot used for the test was unknown. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.